Event description:
Pt called and stated beads got in their face when snap cap came off unit. When tech arrived the pt was on a stretcher next to the bed, the snap cap was lifted up and beads were on the filter sheet. Bed swapped out and pt placed on a flexicair bed. No medical treatment required.